Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history, it was found that a system diagnostic test had been interrupted in the operating room during initial implant surgery, and as a result, the pt's vns generator was inadvertently set to output current -1ma, frequency -20hz, pulse width -500usec, on time - 30 seconds, off time 60 seconds. Based on the programing history, no final interrogation was performed after the system diagnostic test.